Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed for the lens lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 06/09/2011, 06/10/2011, 06/15/2011, and 06/22/2011 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
A surgeon's office reported a pt with a refractive surprise. In a follow-up phone call with the surgeon's technician, it was reported there was an "internal problem" that led to the refractive surprise. The surgeon was unwilling to complete the questionnaire.